Manufacturer narrative:
The actual device was not returned for eval, and testing was carried out using a reserve sample. The green cap was in proper placement on the gas outlet port, which is labeled as gas outlet. Customer technique caused the event. (B)(4). The IFU for the device gives the customer instructions for the proper setup and handling of the device. All available info has been placed on file in quality mgmt for appropriate tracking, trending and f/u.

Event description:
The user facility reported to terumo cardiovascular systems, that prior to cardiopulmonary bypass surgery, the gas line was placed incorrectly on the gas outlet of the oxygenator. The perfusionist corrected the issue before going on bypass, and attributed the error to the green cap on the outlet port of the oxygenator, as competitor oxygenators place a green cap on the inlet port. There was no pt injury. The surgery was completed successfully.